Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (379 mg/dl) the customer noted air bubbles in the infusion set tubing. The customer was instructed to expel air bubbles by performing fill tubing and a bolus was taken to stabilize bg level.